Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg due to bad position. The patient underwent a pocket revision procedure wherein the ipg was replaced. The patient was recovering doing well postoperatively. Explanted ipg was discarded.